Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support advised several troubleshooting steps, but the screen did not turn on. As a result, a replacement pump with updated software was sent to the customer. The customer was informed about the lack of backup therapy and will contact their healthcare provider. Instructions for returning the malfunctioning pump were provided and acknowledged by the customer, and a signature was requested for the delivery of the replacement pump.